Event description:
A nurse from the user facility reports that a mark was noted on the intraocular lens (iol) following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. The surgeon does not feel that the iol caused or contributed to a serious pt injury. Additional information has been requested.

Event description:
Follow-up information provided by the surgeon indicates that enlargement of the incision was not required to remove the intraocular lens (iol.) A lens bisecting device was used to rmeove the iol at the time of the primary surgery.